Manufacturer narrative:
As reported in a research article, intra-prosthetic leak was noted 4 days after the device was implanted. Also reported was stenosis of the valve about three years after implant and patient death due to unknown causes about three and a half years after the device was implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed.the research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr].it was reported that on 09 october 2015, a 21mm trifecta valve was implanted during an aortic valve replacement. On 12 october 2015, a minimal intra-prosthetic aortic leak was observed. In september 2018, an ultrasound was performed which showed an average transprosthetic speed at 4m/sec, average gradient left ventricular aorta at 36mmhg, and the measurement of the flush chamber estimated as 1cm^2. No pathological leakage was observed at that time. In january 2019, the maximum transprosthetic speeds oscillated between 4 and 4.7 m/sec, average gradient lv-aorta at 45mmhg, surface around 1cm^2. The left ventricle remained of normal contractility, and the ejection fraction was at 70%. There were no signs of pulmonary arterial hypertension. No replacement was conducted despite complications. In may 2019, the patient died due to unknown causes. No additional information was provided. This is being filed conservatively for death.